Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device would not deliver a defibrillation shock after having charged defibrillation energy. The device was at that time used on a patient. The customer however, did not provide any patient details or information on the patient outcome.

Manufacturer narrative:
Physio-control evaluated the device but could not reproduce the reported issue. From the downloaded electronic patient records it was observed that the device had prompted 'charge complete' twice. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.